Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer went into a hot tub for 3-5 minutes while wearing the insulin pump and she said that her pump was currently functioning properly. Customer does not see any condensation or liquid underneath the lcd screen. Customer wants to know what to do since there was some moisture exposure. Customer's blood glucose level was 119 mg/dl. Customer reported that the fluid/moisture exposure to the pump is water. Customer stated that all of the buttons are working fine and the light goes on. Pump appears to be functioning as designed. Customer stated that in the worse case scenario, she will have to visit a hospital. Customer switched doctors and has a backup plan. Customer has appedria and lantus manual injections. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).